Event description:
A report was received that the patient went to the emergency room due to pain felt at the pocket site. The patient was given morphine for pain. The patient's symptoms include burning sensation, numbness and needle prick-like symptoms. The patient felt these symptoms when the device was off. CT scan of the patient's pelvis revealed a benign lesion. It was unknown if the lesion was device or procedure related. The patient underwent a revision wherein the ipg was relocated.

Manufacturer narrative:
Additional information was received that the patient had injections and lidoderm patches in the past which provided some relief on the reported pocket pain. The physician believed that the benign lesion in the anterior column of the patient¿s pelvis was neither procedure nor device related.

Event description:
A report was received that the patient went to the emergency room due to pain felt at the pocket site. The patient was given morphine for pain. The patient¿s symptoms include burning sensation, numbness and needle prick-like symptoms. The patient felt these symptoms when the device was off. CT scan of the patient¿s pelvis revealed a benign lesion. It was unknown if the lesion was device or procedure related. The patient underwent a revision wherein the ipg was relocated.